Event description:
As reported by the user facility, (translation of user facility information by bbm sales organization in france: "overinfusion" according to the customer: "the infusion does not last 24 hours. The nurse had to change it at 11:30 a.m. When she put it in at 6 p.m. The day before (incident 2 days in a row)"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). According to the original error description the reason for complaint was "over infusion". However, in the meantime the user has revised the reason for complaint to "foreign body - insect". Root cause analysis: sample/s evaluation: received 1 sample without original packaging. Microscopic images were taken, and the contaminants were suspected to be part of insect. The samples were extracted and passed to pest control from rentokil to verify whether the contaminant detected is insect. The species of the insect is not able to be identified. Furthermore, the samples were sent to ftir analysis performed an external lab testing service provider. The contaminant has the highest percentage match with adhesive part of the worn off tape. From the ftir analysis result, the contaminant might not be insect. CAPA had been raised to address general contamination issue and loose hair inside production. Summary of root cause analysis: the sample received is not within specification. Hence, we considered this complaint as confirmed. CAPA had been raised to address general contamination issue and loose hair issue in production. Cause: failure in production process. Device history record (DHR): reviewed the DHR for batch 22e12ged41, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). According to the original error description the reason for complaint was "over infusion". However, in the meantime the user has revised the reason for complaint to "foreign body - insect". Root cause analysis: sample/s evaluation: received 1 sample without original packaging. Microscopic images were taken, and the contaminants were suspected to be part of insect. The samples were extracted and passed to pest control from rentokil to verify whether the contaminant detected is insect. The species of the insect is not able to be identified. Furthermore, the samples were sent to ftir analysis performed an external lab testing service provider. The contaminant has the highest percentage match with adhesive part of the worn off tape. From the ftir analysis result, the contaminant might not be insect. CAPA had been raised to address general contamination issue and loose hair inside production. Summary of root cause analysis: the sample received is not within specification. Hence, we considered this complaint as confirmed. CAPA had been raised to address general contamination issue and loose hair issue in production. Cause: failure in production process device history record (DHR): reviewed the DHR for batch (B)(4), there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.